Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had developed a swelling at the ipg pocket following an implant procedure. The patient was taken to an ER and the site was subsequently drained at the physician's office. The nevro system was not explanted. The patient has since recovered without sequelae.